Event description:
It was reported that the atrial lead exhibited low impedance since implant. The lead was programmed off. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.